Manufacturer narrative:
An investigation showed that the pump primed and flowed within specification. Flowonix CAPA (B)(4) has been issued to address pumps that are returned for volume discrepancies and the associated returned product investigations result in no product issues being identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump was subsequently explanted.